Event description:
The customer reported being hospitalized for low blood glucose. The customer stated she was admitted because of chest pains and her fluctuating high and low glucose level.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.